Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing "blew" during use and contrast leaked from it. As a result, the CT scan was not completed and the patient did not receive the full CT contrast dose. A new IV was placed, but a repeat CT scan was "not needed". The following information was provided by the initial reporter: "IV tubing blew and contrast leaked. The rate and contrast used were within the manufacturer's guideline. (Isovue 300; 5.5 ml/sec)" "CT scan was incomplete due to the contrast leak. Pt. Did not receive full CT contrast dose. New IV placed. A repeat CT scan was not needed."

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production. H3 other text : see section h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing "blew" during use and contrast leaked from it. As a result, the CT scan was not completed and the patient did not receive the full CT contrast dose. A new IV was placed, but a repeat CT scan was "not needed". The following information was provided by the initial reporter: "IV tubing blew and contrast leaked. The rate and contrast used were within the manufacturer's guideline. (Isovue 300; 5.5 ml/sec)".